Event description:
Customer reported that cell ii of panoscreen lot 50391 did not react with anti-s lot sc71n-2 or lot sc73n-1 when used as a positive control (heterozygous cell).

Manufacturer narrative:
The presence of the s antigen was confirmed on retention panoscreen lot 50391. The customer did not return product for investigation.